Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin. The infusion device is making a strange noise when delivering an insulin bolus. For example, if the patient wants to deliver 2.0 i.u., only 1.5 i.u. Are delivered.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.